Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were within specification. No adverse events were reported.

Event description:
The user received questionable intact human chorionic gonadotropin + ss- subunit (hcg) result for two patient samples from the analytical e module serial number (B)(4). All results are in miu/ml. Patient sample 1 initial result was 0.134 with a data flag. The repeat results were 319.8 upon automatic rerun and 345.5. The result of 345.5 was reported outside the laboratory. Patient sample 2 initial result was 0.105 with a data flag. The repeat results were 10000 with a data flag on automatic rerun, 10000 with a data flag and 35584 with a data flag on automatic rerun with a 1:100 dilution. No patients were affected by the issue as no erroneous results were reported outside the laboratory. The field service representative determined there was a bad reagent and the user replaced the reagent. The field service representative inspected and checked the mixer function, reagent and sample alignments and dispense. The operator verified the analyzer by running calibration, quality control and samples with no errors. The field service representative observed all checks and operation.